Event description:
Event description guidant received information that the implantable lead was displaying impedances that were slightly elevated. Right ventricular (rv) thresholds were elevated from 1.8 v to 3.5 v with intermittant capture. Diagnostic analysis of the implant found the lead had dislodged from the ventricle.